Event description:
Incident occurred early 12/96. Diabetic customer applied bandage to l great toe fissure near the toe nail. Approx 6 hrs. Later removed the bandage which tore a patch of skin about 3/8" sq. From the bottom of his toe. Customer alleges that the wound caused by removal of the bandage became infected. He was first seen at clinic on 12/16/96 & was given oral antibiotics (cephalexin & cipro). Infection worsened & on 1/11/97 he went to hospital ER and was admitted to receive IV antibiotics, incision to wound for debridement. Discharged 1/16/97, seen every 2-4 weeks, on 3/31 had toe x-ray & wound culture of fissure. On 4/3 diagnosed w/osteomylitis and was scheduled for l great toe amputation on 4/23.